Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was broken. The customer stated that there a was delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was broken. A field service engineer contacted the customer to troubleshoot the issue and worked with the customer to recreate the failure, as there had been a phantom drawer failure. The system functioned as intended after the field service engineer investigated the device.